Event description:
Allegedly, eprd reported 31 new complications for advance® revision (10 infection, 1 mal-alignment, 1 loosening, 9 other and 10 unknown events). First revision surgery. No further information was reported. This incident is capturing 1 loosening event.